Manufacturer narrative:
(B)(4). Implanted device remains.

Manufacturer narrative:
Per the clinic, the patient underwent revision surgery on (B)(6) 2015, to put the internal magnet into proper position. The report is filed (B)(6) 2015. Implanted device remains.

Event description:
Per the clinic, the patient experienced dislodgement of the internal magnet (date not reported). The implanted device remains. Surgery to replace the magnet has been planned, but has not taken place as of the date of this report, november 25, 2014.